Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23452. It was reported the patient underwent a trial procedure on (B)(6) 2015. Postoperatively, the patient experienced headaches. It was noted a cerebrospinal fluid (csf) leak occurred. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the trial leads were explanted and a blood patch was performed to treat the csf leak. Follow-up information revealed the patient headaches have resolved.